Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the reporter was advised to attempt to replicate the issue with the same scope, however, the reporter stated the cart was operating properly with no issues. The reporter was then advised to disturb the cabling. The reporter could not duplicate the issue during the call. The reporter then attempted to send a video of the issue to olympus without success. The reporter stated the device would be sent in for repair. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The issue was due to a faulty patient board set. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that while using the evis exera iii video system center, the scope image would appear momentarily upon startup and then the scope image would pixilate and disappear. Multiple scope communication cables were used. The issue was found during preparation for use. No patient involvement was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information that was received from the facility and the legal manufacturer¿s investigation. Per the facility, the intended procedure was completed using another cv-190, after a delay of approximately ten (10) minutes. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue could not be conclusively specified. It was likely that the parts on the video board and patient boards deteriorated over time due to repeated use and the printed circuit boards failed. On the video board and patient board, 180 scopes are driven, controlled, and the image preprocessed. Therefore, it was likely that the 180-scope image flickered or disappeared due to the failure of the boards.